Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that during the index procedure the proximal edge of the bifurcated stent graft partially covered the lower left renal artery, but the renal artery was able to be imaged during final angiogram. The following day however, the lower left renal artery failed to be imaged on CT angiography. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.